Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire coating issue occurred. The target lesion was located in a kidney vessel. A 035/145 amplatz super stiff¿ guidewire was selected for use and advanced to cross the lesion. However, during the procedure, the physician noted that the hydrophylic coating affixed around the metallic part of the guide has dislodged just after introducing the guidewire. A probe catheter was then advanced and completely removed the coating. The trajectory into the patient (urinary lead) was then changed and the procedure was completed with another of the same device. No clinical consequences were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Unit was returned in a generic plastic bag. The unit returned has distal end damage, as part of overall visual revision. The returned device matches with the upn provided by the customer. Visual inspection shows the device has the distal end broken and unraveled, the distal tip and the ballwell were returned. Also it has the distal tip kinked. Overall length couldn't be measured due to the device condition (coil unraveled). Outside diameter (od) of the distal tip couldn't be measured due to the device condition (coil unraveled). Od of the middle of the device was measured and was within specification. Od of the proximal section was measured and was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire coating issue occurred. The target lesion was located in a kidney vessel. A 035/145 amplatz super stiff¿ guidewire was selected for use and advanced to cross the lesion. However, during the procedure, the physician noted that the hydrophylic coating affixed around the metallic part of the guide has dislodged just after introducing the guidewire. A probe catheter was then advanced and completely removed the coating. The trajectory into the patient (urinary lead) was then changed and the procedure was completed with another of the same device. No clinical consequences were reported.